Event description:
It was reported that the patient ran over electrical cord while mowing the lawn, received a shock, and was knocked down by the current. The patient reported "sensing some inflammation and noticed redness around the pacer pocket." The device was interrogated; thresholds and sensing are good, no ventricular high rates were recorded, no parameters changed, and no electrical reset of the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.